Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/ extrusion/protrusion of the mesh); vaginal pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Surgical interventions: on (B)(6) 2019 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: attempt to improve problem of urine incontinence by cutting pelvic mesh. On (B)(6) 2020 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: correct protrusion of the mesh and stop the same problem of urine incontinence. Nonsurgical treatments: on (B)(6) 2019 the patient commenced incontinence medication: betmiga 50mg for purpose: stop of urgency incontinence. Treatment duration: 15 months.

Manufacturer narrative:
Patient identifier: (B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.